Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service unrelated to the complaint or service history. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was not involved in a production/servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Updated from mnr to mjr for the major repair needed per leo flor, service tech. Repair approved by (B)(4).

Event description:
Broken sensor clip. Platen assembly- missing. Non supported part installed. Bezel assembly- upper sensor clip damage. Iui- corrosion. Pressure sensor- failed occlusion. There was no patient involvement. (B)(4). Shipping & billing address confirmed. Customer cannot approve level 2. Please contact customer if additional charges apply. Npi. (B)(4). No change to the po#. (B)(4).